Manufacturer narrative:
There was no additional information made available to the manufacturer regarding the reported event. (B)(4).

Event description:
A report received from (B)(6) stated an ht70 ventilator experienced an unresponsive alarm silence/reset button. There was no patient involvement.